Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis module controller had been replaced by a field service engineer (fse). The drawer still was not powering on, so the retractor band and the drawer control board were replaced and rechecking the module controller, it was found to be an out of box failure. A field service engineer recovered the drawer. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6). Hospital.